Event description:
It was reported that the patient fell on the ice and subsequently experienced loss of therapeutic effect. Current impedance measurements were normal. Additional information was requested.

Manufacturer narrative:
(B)(4).